Event description:
Facility tech reported that a pt became unresponsive thirty minutes into a treatment on a meridian hemodialysis machine. Concomitant medical products include medisystems blood tubing and a fresenius f-160 dialyzer. There were no machine alarms or problems indicated. The pt's heart was reported to have stopped, CPR was administered, and the pt was transferred to the emergency room. The pt's heart was restarted and an unknown type and dose of medication was administered to maintain the heart rate. The pt's family then decided to halt medical intervention and the pt expired.

Event description:
Fifteen minutes after the start of dialysis treatment on 8/30/2002 the pt became unresponsive, respirations were shallow and the pt had no heart rate. CPR was initiated and 911 was called. The pt was transported to the hosp and regained pulse in route. Pt arrested again in the emergency room. Family requested no additional medical efforts at this time. The pt's son had reported that the pt had been given only three months to live. Pt expired on 8/30/2002.